Event description:
The complainant reported that a patient was being implanted with an impella cp for mechanical circulatory support. The physician was unable to cross the iliac artery with the impella catheter. The physician decided to abort the implant. The patient was instead placed on an intra-aortic balloon pump. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Section a patient information is unknown. Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had tortuous and calcified illiacs preventing successful delivery of impella. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.